Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed the occlusion test and alarmed no delivery within specification. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. Customer¿s blood glucose level was 250 mg/dl. Customer reported that when use new insulin pump blood glucose was high. Customer reported that the drive support cap was correct, insulin pump no alarming motor error. High pressure test was failed. The insulin pump will not be returned for analysis.